Event description:
A customer contacted beckman coulter inc., (bci) regarding a fluid leak on the floor near the access 2 immunoassay system for the past week. A customer technical service (cts) advised customer to treat the leak as biohazardous. The customer took the instrument out of service and placed paper towels on the floor to help absorb the fluid. No report of injury to the user has been reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered that the waste drain hose had been pulled out of the drain housing causing the leak. The fse replaced the waste drain hose. A definitive root cause has not been determined to date for this event.